Event description:
The patient reported that this infusion device started beeping uncontrollably and displaying a 2.0 on the device screen. The patient stated that the battery had been in use for about 6 days before the incident happened. The pt was aware of the power pack recall. The pt was at work and stated he would change the power pack during his lunch hour. The pt's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. The product has been requested for return to be evaluated.